Event description:
During a paravaginal repair procedure with a capio device (suture needle driver), the needle carrier did not retract. The device was removed from the pt and the internal cable was protruding from the distal tip.